Event description:
The customer reported a cr. Inop alarm failure. There was no failure with the sound reported. The device was in use on a patient at the time of the reported issue. No death, or patient/user injury or harm was reported.

Event description:
The customer reported a "cr. Inop alarm failure". No further information regarding the reported issue was available at the time of the reporting decision. It is unknown if the device was in use on a patient at the time of the reported issue. No death, or patient/user injury or harm was reported.